Event description:
It was reported that the orbital rotation lock on the 9600emi sys would not tighten down completely and would allow motion during transport. There was no report of pt or operator injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Adjusted the cross arm and l-arm pivot lock. The sys was tested and found to be working as intended and placed back into svc.